Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set cannula damaged event on (B)(6) 2024. Infusion set cannula was pinched. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for little over than 48 hours. The insertion of the site was the abdomen. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.